Event description:
It was reported that during a laparoscopic splenectomy, the surgeon inadvertently morcellated a small section of the bowel. The surgeon was bagging the spleen with the graspers and morcellator. On the back side of the bag where the surgeon could not see the area fully with the camera, the surgeon was trying to morcellate the spleen. Upon grabbing some tissue and morcellating the tissue, it was brought up the morcellator and it was noted the tissue was a part of the small bowel. The pt was opened and the affected portion of bowel was sutured.